Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported having a blood glucose level of 37 mg/dl the day before the call. Customer reported that the sensor was giving her a glucose reading over 100 mg/dl at the time. Blood glucose level at the time of the call was 117 mg/dl. Customer reported that there were many instances of the sensor glucose level and the blood glucose level being far off from one another. No further information was provided.